Event description:
It was reported that during an unspecified nephrostomy treatment procedure a guide wire separation occurred. An unspecified nephrostomy catheter was in place. A star/jfc/035/150/3j/ptfe/3/10 guide wire was placed through the nephrostomy catheter. The physician pulled the wire from the bladder retrograde through and out the urethra with a snare. During withdrawal of the wire through the urethra, the metal core of the wire dislodged from the outer sleeve of the wire. The remaining outer sleeve of the wire was then pulled out. There were no patient complications reported with the patient's current condition listed as fine.

Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated, but not yet begun.